Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radicular pain syndrome (radiculopathies). The patient reported poor communication. The patient reported that their ins was off and they hadn't charged their ins ¿in about 6 months¿ and at the time, they saw a manufacturer¿s representative (rep) as well ¿and we couldn't get it to connect.¿ the patient confirmed that this was in 2017 sometime. The patient reported that she was going to have the ins removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated she wasn't sure if ¿something was touch or shorted¿ during one of her past surgeries but her device had not been working for over a year, possible overdischarge in previous reported (it was reviewed the patient was most likely overdischarged and she would want to follow up with healthcare provider (hcp) to get it out of overdischarge state before she could get it into MRI safe mode). Since that time, the patient met with representative and she was able to jumpstart the battery, so patient could charge it again. Patient met with representative about a week ago. No further complication and no symptoms were reported.